Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia and loss of consciousness. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: data not available. Smartphone operating system: data not available. Smartphone hardware: data not available. Cgm sensor type: data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose levels decreased to 2.0 mmol/l (36 mg/dl) while wearing the pod between 5 and 24 hours on the abdomen and the patient lost consciousness. The patient's wife gave him an unspecified injection as treatment. A new pod was applied. The patient reported the same issue with 2 pods over 2 days. This report is for pod 1 of 2.